Event description:
Patient was contacted for patient use follow up on (B)(6) 2021. Customer service spoke with the patient's wife. She explained they started using men's liberty, and he ended up in the hospital with a uti. She stated he never had a uti before and that the doctor thinks it could have been caused by men's liberty. The patient's wife stated they want to wait until after the holidays to have the nurse do a product walk-through with her, so that he doesn't get another uti. Customer service emailed nurses to contact them again after the holidays. A patient walk-through over the phone was not conducted when the patient first received his product. Nurse called and spoke with the patient's wife on (B)(6) 2022. Patient wife stated he was hospitalized for 3 days with a uti. They started using men's liberty again three days ago. Nurse explained how to avoid infection with proper application and positioning. Patient's wife stated he doesn't use ml during the day. She also stated he had a follow up with his doctor on file.

Manufacturer narrative:
Hospital notes confirming the hospitalization were never received. Doctor's notes listing medical history were also not received. Report will be updated if they are received. Manufacturing batch records were reviewed, and there were no discrepancies noted. There were no nonconformances associated with this lot. Two product retains from this lot were tested with water. No drainage issues or back up was noted. There is no confirmed history of infection related to our product. We are unable to confirm if the infection was caused by our device as incontinent patients are at a higher risk for infection. There is no indication that the device failed to meet specifications or malfunctioned, and the cause is not established.

Manufacturer narrative:
Hospital notes confirming the hospitalization were never received. Doctor's notes listing medical history were also not received. Report will be updated if they are received. Manufacturing batch records were reviewed, and there were no discrepancies noted. There were no nonconformances associated with this lot. Two product retains from this lot were tested with water. No drainage issues or back up was noted. There is no confirmed history of infection related to our product. We are unable to confirm if the infection was caused by our device as incontinent patients are at a higher risk for infection. There is no indication that the device failed to meet specifications or malfunctioned, and the cause is not established.

Event description:
Patient was contacted for patient use follow up on (B)(6) 2021. Customer service spoke with the patient's wife. She explained they started using men's liberty, and he ended up in the hospital with a uti. She stated he never had a uti before and that the doctor thinks it could have been caused by men's liberty. The patient's wife stated they want to wait until after the holidays to have the nurse do a product walk-through with her, so that he doesn't get another uti. Customer service emailed nurses to contact them again after the holidays. A patient walk-through over the phone was not conducted when the patient first received his product. Nurse called and spoke with the patient's wife on (B)(6) 2022. Patient wife stated he was hospitalized for 3 days with a uti. They started using men's liberty again three days ago. Nurse explained how to avoid infection with proper application and positioning. Patient's wife stated he doesn't use ml during the day. She also stated he had a follow up with his doctor on file.